Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal tomorrow at 5.30 am') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sometime after I eat my lunch I feel sick"), dysmenorrhoea ("I have cramps"), arthralgia ("hip pain") and pain in extremity ("leg pain "). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal, malaise, dysmenorrhoea, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, malaise, medical device removal and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events dysmenorrhea, leg pain and hip pain was added,new reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal tomorrow at 5.30 am') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sometime after I eat my lunch I feel sick"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and malaise outcome was unknown. The reporter considered malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.